Event description:
It was reported that this right atrial (ra) lead exhibited intermittently high out-of-range pace impedance measurements greater than 3000 ohms and ra lead noise. It was noted that the device was currently programmed to wir, as the patient was in chronic atrial fibrillation (af). Technical services (ts) recommended turning off atrial measurements, atrial sensing, and atrial discriminators for tachy therapy, this crt d system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).